Event description:
It was reported that the user was unable to lock the connector into the ilet during a supply change, with an overfilled cartridge and repeated difficulty attaching the connector that resulted in a dented cartridge top; the user could attach a connector to a cartridge only when outside the ilet, which the agent advised against, and education and troubleshooting were completed with assignment for additional training. Symptoms included no adverse clinical effects, and no alerts or alarms were reported. Outcomes included user education and referral for additional training. Investigation included technical troubleshooting by phone, review of user technique, and review of photos of the supplies. Investigation of this case revealed difficulty with the cartridge connector interface consistent with user handling error rather than a supply defect. It was concluded, based on previously established findings for similar reports, that the cause was user error.

Manufacturer narrative:
Initial.